Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia self-expanding stent system was inspected for damage. The outer sheath, tip, inner sheath, and the remainder of the device were visually examined, revealing a kink to the outer sheath at the nosecone. Additionally, there was a kink to the inner liner at the distal end of the middle sheath. The inner liner was separated, and the tip was missing. The stent was deployed and was not returned for analysis. Microscopic examination revealed no additional damages. The thumbwheel lock was missing, and the pull rack was fully extended. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis suggests that the stent was deployed.

Event description:
It was reported that the stent prematurely deployed. This 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure, the stent deployed inside the sheath without turning the thumb wheel. The procedure was completed with another of the same device and there were no patient complications.

Event description:
It was reported that the stent prematurely deployed. This 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure, the stent deployed inside the sheath without turning the thumb wheel. The procedure was completed with another of the same device and there were no patient complications.